Manufacturer narrative:
The event of "wound dehiscence " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported "secondary closure of surgical wound or dehiscence extensive or complicated". This record is for the right side. Device status is unknown.